Event description:
A 3.0mm diameter x 16mm length ave gfx stent was inserted into a calcified lesion in the obtuse marginal coronary artery, after predilation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion due to calcification: therefore, the stent and delivery system were pulled back and the stent deslodged from the stent delivery system at the level of the lower abdominal aorta. The physician did not follow the instructions for removal of an undeployed stent when he pulled the stent into the guide catheter. The stent was successfully snared from the pt and discarded. The target lesion was treated with percutaneous transluminal coronary angioplasty only. There was no additional clinical sequelae reported relative to the event.